Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device does not switch on due to a power pca failure. There was no reported patient involvement.